Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the cdh21 was fired and did not fire properly and it tore the bowel. They had to suture by hand to complete the case. This increased the or time by over 2 hours.